Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. The patient received multiple inappropriate shocks and atp therapy. Review of the electrograms confirmed the presence of noise. The lead was capped and replaced.